Manufacturer narrative:
Aquacel / aquacel ag - surgical dressing; dressing, wound, drug; fro; k091034. Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that a hip patient had a severe reaction resulting in many small blisters which subsequently turned into cellulits and an (unknown) infection.